Event description:
On (B)(6) 2012, a nurse reported that a system error 2240 alarm had occurred on an unidentified patient's homechoice machine during use. This alarm was followed by a system error 2367. The patient was connected at the time of the alarm. The patient line had not separated from the transfer set. Therapy had not been initiated prior to connecting. A dummy tummy was not in use. The patient had not disconnected prior to the alarm. There were no open clamps on unused lines. There was nothing unusual noted about the supplies and they had not been damaged by an outlet port clamp or assist device. The bags were not properly connected and air had entered the supply line. The nurse was instructed to start therapy over with new supplies. There were no samples available. The cycler was functioning properly. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. This issue is being investigated through CAPA.